Manufacturer narrative:
The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Functional test passed, but recommended maintenance date exceeded. Due to the current deviation , the root cause of the problem is most likely usage related.

Event description:
The applicator was loaded with the cartridge properly, flushed and in position. Upon closing the co2 canister, the 1st clip loaded properly and was primed to fire. After the applicator was used, the surgeon claimed no clips were coming out. Upon checking, the cartridge had fallen out of the shaft, inside the patient. Anatomy was in the region of the liver. Upon retrieval of the cartridge, it was noted that the tail end was missing. Surgeon opened another cartridge to carry on with surgery. Tail was not found, during surgery and closing. Patient was sent for x-ray to locate missing tail. The x-ray done was inconclusive, nothing was found. The piece may still be in the patient. However, this was not discussed with me by the surgeon. The head nurse only mentioned that an x-ray was done post-surgery. Outcome of the x-ray was not disclosed.

Manufacturer narrative:
Reassessment and update from product problem to adverse event. Description update. Additional information received and updated: an additional medical intervention was necessary during surgery.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with challenger ti-p ligatur clips. According to the complaint description the cartridge fell into patient during surgery. The tip of the cartridge broke off, fell into patient and is missing. Potentially remained in situ. The patient harm is unknown. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: pl520r - challenger ti-p handle pl522r - shaft compl.d:5mm l:310mm.